Event description:
It was reported that during the procedure involving a transcatheter aortic valve implantation using the evolut fx+34 valve, a pre-implant balloon dilation was performed with a 22mm balloon. The first attempt to implant the valve required repositioning, and the first recapture attempt resulted in infolding of the valve frame. The valve was withdrawn and replaced with another evolut fx+34 valve. However, during the recapture attempt with the second valve for repositioning, infolding occurred again. Another pre-implant balloon dilation using the same 22mm balloon was performed. Subsequently, an evolut fx+29 valve was used, which was implanted successfully. The borderline sizing of the aortic valve and the patient's anatomy contributed to the infolding of the two evolut fx+34 valves. No patient complications have been reported as a result of this event. Additional information was received which indicated that a procedural delay occurred as a result of the infold.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the capsule fully closed. There was a scratch to the capsule. A single nitinol protrusion was visible at the capsule tip. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. On retraction of the capsule via the rotation of the actuator, the valve deployed with an infold. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.